Manufacturer narrative:
Root cause: user error. Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
An occlusion alarm occurred. A supply change was performed and additional occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 293mg/dl and a correction bolus was delivered via the pump to address the bg level. Reportedly, the elevated bg level may have been caused by delivering a not large enough bolus to cover the customer's meal. A test bolus was delivered, while the customer was disconnected from the pump, and no additional occlusion alarms occurred. No damage to the infusion site was noted. Additional troubleshooting was declined by the customer. An infusion set change was performed and insulin deliveries were resumed.